Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer has been experiencing low blood glucose (bg) levels. The customer drank some juice and the current bg level was 110 mg/dl. The customer's doctor had the customer adjust the temp rate setting.